Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on july 2011 by the journal of shoulder elbow surgery titled ¿progressive osteolysis of the radius after distal biceps tendon repair with the bioabsorbable screw.¿ the study reviewed 19 patients and identified biceps tendon lesion with bioabsorbable interference screws and tenodesis screws in 3 patients during the 2-year follow-up period. 2 patients experienced complex regional pain. Ref: potapov a, laflamme yg, gagnon s, canet f, rouleau dm. Progressive osteolysis of the radius after distal biceps tendon repair with the bioabsorbable screw. J shoulder elbow surg. Jul 2011;20(5):819-26. Doi: 10.1016/j.jse.2011.02.021.